Manufacturer narrative:
(B)(4). Batch # n92278. The device was received with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. There were no alert screens displayed at any time during testing. The device was disassembled and no anomalies were found with the activation of the device. Additionally, the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained har9f did activate without anyone pressing the buttons. It occurs occasionally. After a few sudden activation, the screen of gen11 will turn to ¿tighten assembly¿ and ask the nurse to re-screw the consumable again. After reassemble, it can be used for a few more minutes, then it repeated the error.

Event description:
It was reported that during an open thyroidectomy procedure, once the harmonic focus tested and ready, surgeon used it for around ten minutes. After that, the gen11 keep periodically activate by itself. And after a few auto-activation (without pressing any activation button ), the gen11 screen shown "reassemble", it happened again and the nurses tried to re-screw it. But still, situation persist after a few minutes using. Finally, surgeon opened the second consumable in different lot to proceed the surgery. It is unknown if there were no adverse consequences for the patient reported.